Event description:
The customer reported that during a patient event, their device would not detect the connection to the defibrillation electrodes. It was reported that when the patient deteriorated into a ventricular fibrillation rhythm, the customer connected the defibrillation electrodes but the device did not detect the connection to the patient. The customer then removed the electrodes and continued care with the hard paddles assembly. The customer was able to revive the patient and they did not suffer any adverse effect as a result of the reported failure.

Manufacturer narrative:
(B)(4). The customer (hospital biomed) reported to physio-control that they have evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device has since been returned to the end user for use. The customer indicated that one set of defibrillation electrodes were found, which was covered in hair from the patient. The customer indicated that if the patient is extremely hairy, they typically will use one set of electrodes to remove the hair before connecting a second set. The electrodes used on the patient when the reported failure occurred, have been discarded. The cause of the reported failure could not be determined. The device has not been returned to physio-control for evaluation.